Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced genital haemorrhage ("excessive bleeding") and abdominal pain ("abdominal pain") and was found to have weight decreased ("I'm down 6 ibs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage and abdominal pain outcome was unknown and the weight decreased was resolving. The reporter considered abdominal pain, genital haemorrhage, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: genital bleeding, abdominal pain, medical device removal, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: reporter and events - medical device removal, weight loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.